Event description:
On july 28, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reverting to the setup mode. The patient tests her blood glucose 1-2 times a day. She typically tests before breakfast and at bedtime. She takes 500 mg of metformin twice a day. The patient indicated that the alleged meter issue started on two and a half months earlier, at around 9:00 am. Since that time, the patient said that she was unable to test her blood glucose because she could not get the apply sample symbol to appear. As a result of the alleged meter issue, the patient reportedly took an increased dose of metformin one time during the time of concern. She was unable to provide a date/time when the increased dose was taken. The patient did not change her diet in any way after the reported meter issue began. The patient claimed that she suffered 1 hypoglycemic episode on that month and 2 episodes in the following month. In each event, the reportedly developed symptoms of feeling shaky nauseated, weak, and incoherent. The patient treated herself on 2 of the episodes by eating and drinking something to raise her blood glucose. On one of the episodes, the patient explained that an emt, who works at her job, had to treat her with food (peanut butter, crackers, and soda). The emt had tested her blood glucose reading during the event using an unidentified device and got a result of "62 mg/dl." The patient denied being hospitalized. The patient mentioned that the reported meter issue occurred after she had replaced the meter's battery. The one touch customer advocate (otca) was able to walk the patient through the meter's setting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.